Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device detected three non-sustained high rate episodes due to sensing of noise which inhibited pacing. There was also an increase in short interval counters. These episodes appeared on interrogation to be caused by an external interference source. The device remains in use. No patient complications have been reported as a result of this event.